Manufacturer narrative:
Analysis of db-4600c confirmed the allegation of "burr hole cap had one of the four tips break off". The damaged cap was likely due to unintentional damage during the installation. The probable cause selected is unintended use error caused or contributed to event. Additional information was received that no piece of the device was left inside the patient and a different cover was used during the procedure.

Event description:
A report was received that the patient underwent an implant procedure and during the procedure, one of the four tips broke off the burr hole cap when the surgeon was placing it on the cover.

Event description:
A report was received that the patient underwent an implant procedure and during the procedure, one of the four tips broke off the burr hole cap when the surgeon was placing it on the cover.